Event description:
Delivered the wire with no issue through an occluded sfa stent. There is a chance the wire went through a stent strut but the balloons passed with no issue. Upon removing the wire, she noticed the end had appeared to have sheared off. No adverse effect to patient. Additional information: 1) it was speculated earlier in the case that the wire may have been through a stent strut because a catheter couldn't advance passed a certain spot. A small balloon was inflated and then there was no issue moving forward. Md did not mention any resistance to the wire upon removal. 2) the fragment that was sheared off from the wire was not retrieved from the body 3) the procedure was finished as planned and was a success. 4) the procedure was done with success in an obl. I believe the patient was sent home after a few hours of bedrest.